Manufacturer narrative:
Failure analysis: vela main pcba pn: (B)(4), sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician installed the main pcba into a known good vela test vent and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed. Finding/root-cause: duplicated, xdcr error, complaint allegation. Defective vela main pcba pn: (B)(4), rev. M, sn: (B)(4), its exhalation differential transducer pt802 pn: (B)(4) will not calibrate.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of the user facility by the distributor in (B)(6). "Respirator has xdcr error. All transducer calibration is done. But still have same error. For a remedy main board is replaced from well known and its worked."

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(6) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in turkey for the return of the alleged faulty main pcba for evaluation. As of april 29, 2015 the alleged faulty main pcba has not been received.